Event description:
It was reported that, "while dr. (B)(6) was attempting to take off the 4:1 cut block after making his cuts, one of the pins disengaged from the cut block."

Manufacturer narrative:
Eval summary: visual inspection of the returned device showed the reported pin has shifted out of position, sliding partially outward. The pin has separated from the welding, and has a limited range of motion rather than being fixed in place. When the pin was pulled, it easily disassociated from the cutting block. A manufacturing non-conformance was observed. The investigation concluded, through visual inspection, that the welding failed to hold pin in place. The product experience reporting database shows that there have been other reported events for this product family, and a trend has been previously identified. There have been no prior similarly reported events from this lot ID: sbyc08.